Event description:
It was reported that the insulin pump alarmed several error alarms. The blood glucose reading was 152 mg/dl. The customer stated that the insulin pump was stored with a dead battery and was not in use for an extended period of time; explained that the insulin pump had experienced an unexpected restart. Advised the customer that this was normal device behavior. She requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was monitored for 24 hours with multiple basal rates, and no blank display nor alarms were observed during testing; however, an alarm was found in the device history, and due to the alarm, the insulin pump was unable to download to (B)(4). The alarm was caused by a corrupted history file. The insulin pump passed the self test and an error alarm test. No other error alarms were noted. The device was received with cracked case on the bottom-right side at display window corner.